Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿two (2) fluoroscopic still images were provided. Both images were taken post deployment of the first implanted clip (reported device). In the images, the clip arm angle of the reported clip appears to be ~25° - 30°; this is an estimation based on visual assessment with the unaided eye and is not confirmed. The observed post deployment arm angle of ~25° - 30° is near the high end of the typical range of clips implanted per the instructions for use (10° - 30°) and is not indicative of a typical post deployment cowl event. Furthermore, per the response to question #6, it was reported that the pre-deployment clip arm angle was < 10°. The observed state of the clip in the images does not present with abnormal or excessive opening typically associated with a cowl event. The IFU (el2141494) step 30.2 instructs the user to close the clip to maintain a distinct ¿v¿ shape and provides warnings to avoid over closing the clip (< 10°). Based on the post deployment images and incident details, it is likely that the clip was over closed (< 10°) prior to deployment such that the ¿arm angle from pre-deployment (< 10°) to the post deployment state (~25° - 30°) due to normal lock settling could potentially be perceived as a cowl. Lastly, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). With no pre-deployment cine for comparison, a clip arm angle change during / post deployment cannot be assessed and a potential post deployment cowl cannot be confirmed via cine evaluation. There are no other observations based on the fluoro images provided.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. To further reduce mr, an nt clip was inserted and deployed. However, after deployment of the nt clip, it was observed the xtw clip had slightly opened. The clip was stable, and mr was reduced to a grade of 1-2. Were no adverse patient effects and no clinically significant delay in the procedure.